Event description:
It was reported that the dependent patient came into the hospital with a fever. The physician performed an echocardiogram which revealed vegetation on the mitral valve and leads. The system was explanted and replaced.

Manufacturer narrative:
(B)(4).